Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 1, 041 mg/dl. She stated she called four days prior to this phone call to report high blood glucose and troubleshooting was performed on the insulin pump. The insulin pump did not pass the prime test.